Manufacturer narrative:
(B)(4). Our investigation has been limited to the allegations in the claim, because no device, imaging studies or hospital or medical records have been available to us. Consequently, based on very limited information we are not able to comment on the alleged filter perforation of the inferior vena cava and the alleged complex filter removal. We can inform that instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided and it has therefore not been possible to investigate device history record. However, nothing indicates to us that the device was not manufactured according to specification. The exact root cause for the alleged filter perforation and the alleged complex filter removal cannot be determined based on the provided limited information. William cook europe will continue to monitor for similar events.

Event description:
According to attorney's complaint: it is alleged that "at some point prior to (B)(6) 2012, the plaintiff's celect filter failed and, among others, was found to be perforating the vena cava in at lest three places. The patient underwent an invasive and complex retrieval of the filter and extensive medical care and treatment."

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-uni-celect. Exact date of explantation unknown. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged tilt, perforation of vena cava is unknown. We can inform that instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. According to device history records there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
According to attorney¿s complaint: it is alleged that ¿at some point prior to (B)(6) 2012, the [pt]¿s celect filter failed and, among others, was found to be perforating the vena cava in at least three places". Patient outcome: the patient underwent an invasive and complex retrieval of the filter and extensive medical care and treatment.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product malfunction. Other to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion

Event description:
It is alleged that the plaintiff received an implant via the right femoral vein on (B)(6) 2012. Plaintiff alleges vena cava perforation, pain and poor breathing due to the device. Plaintiff alleges attempted device removal on (B)(6) 2012 with successful removal on (B)(6) 2012

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation, difficult to retrieve, pain, poor breathing'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.